Event description:
Customer reported blood glucose results of 223 mg/dl on the advantage system and 98 mg/dl within 10 minutes on a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system. Replacement was sent.